Manufacturer narrative:
Insulin pump passed displacement test. Pump error hardware low level failure (variable 3) alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio or absence of alarm due to pump error hardware low level failure.

Event description:
The customer reported via phone call that the insulin pump had audio loss. The customer¿s blood glucose was unknown. The device will be returned for analysis.